Event description:
A caller reported that the pump battery would not charge despite the use of a tandem charging cable and attempts to plug the pump into different wall outlets and using different adapters. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump. Meanwhile, the customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. The caller was guided on how to put the pump into storage mode and instructed to return the faulty pump using a pre-paid label within 10 days.